Event description:
The device was set to deliver propofol in dose mode. The rate was set to 909cc/hr and after the infusion ran for several minutes, the pump was put on hold and the rate was decreased to 9ccl/hr. The pump alarmed for kvo and the nurse pressed hold and added 20cc to volume to be delivered then pressed run. Approx 2minutes later, the pump alarmed kvp. When the nurse answered the alarm, reportedly the rate was 808cc/hr. No pt injury was reported.